Event description:
The medical center had an impella 5.5 pump stop after 8 days of support. The 5.5 had successfully supported the patient postoperatively. When the pump stopped the pump was removed and not replaced as the patient was stable.

Manufacturer narrative:
The medical center has not yet returned the impella pump or data logs for investigation. The product is expected. When the investigation is completed, a final report will be filed.

Manufacturer narrative:
Since the initial report was filed, the investigation into the pump stop has concluded. The medical center returned the impella pump product. Upon investigation, the pump was found to have stopped due to ingested biomaterial. The failure mode will be monitored and trended.